Manufacturer narrative:
Waveform fault in fault log. Replaced amp board, safety tested, calibrated, and final test passed. Preventative maintenance overdue. No additional problems found. Reported blood loss cannot be verified. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event could be overdue preventative maintenance. Resultant malfunction could have resulted in reported tissue damage. The service history was reviewed and the device has not previously been serviced. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(6). Per the instructions for use, the user is advised that preventative maintenance should be performed by qualified service personnel at least every 12 months. Avoid high-power and long-duration applications of the argon beam to tissues sensitive to depth of penetration, such as vessels covered by thin membranes. Unwarranted tissue damage may result. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-8800-001, electrosurgical unit w/argon beam coagulator device was used in an open procedure on (B)(6) 2024, and ¿the helix stopped working during open surgery, showed an error code 22, and lost communication. They did a restart of the system to finish the procedure. Lost connection again. Date and time won't stay programmed.¿ the following information was subsequently reported ¿error 22. The device stops working, both the electric cautery and the argon cautery, during surgery. There was therefore a delay in achieving hemostasis, another regular electrosurgical device had to be used to partially compensate for the malfunction of the helix. At the end of the surgery, blood loss was estimated at 1800 ml." Follow-up investigation found "this was during a hepatic resection surgery. Due to the type of procedure, blood loss is normal. The surgery report stated prior to surgery., the surgeon expected blood loss during the case would be 1500-2000ml. After the surgery, the actual blood loss during the case was 1800ml. So ¿ while this sounds like a lot of blood (and it is) is was perfectly in line with what was expected. In other words, the failure did not lead to unexpected or excessive blood loss." Further assessment was sent, and a good faith effort was made to obtain additional information; however, no further information has been received. This report is being raised on the basis of the reported injury of blood loss estimated at 1800 ml.

Event description:
A sales representative reported on behalf of a customer that the 60-8800-001, electrosurgical unit w/argon beam coagulator device was used in an open procedure on (B)(6) 2024, and ¿the helix stopped working during open surgery, showed a error code 22, and lost communication. They did a restart of the system to finish the procedure. Lost connection again. Date and time won't stay programmed.¿. The following information was subsequently reported ¿error 22. The device stops working, both the electric cautery and the argon cautery, during surgery. There was therefore a delay in achieving hemostasis, another regular electrosurgical device had to be used to partially compensate for the malfunction of the helix. At the end of the surgery, blood loss was estimated at 1800 ml.". Follow-up investigation found "this was during a hepatic resection surgery. Due to the type of procedure, blood loss is normal. The surgery report stated prior to surgery., the surgeon expected blood loss during the case would be 1500-2000ml. After the surgery, the actual blood loss during the case was 1800ml. So ¿ while this sounds like a lot of blood (and it is) is was perfectly in line with what was expected. In other words, the failure did not lead to unexpected or excessive blood loss.". Further assessment was sent, and a good faith effort was made to obtain additional information; however, no further information has been received. This report is being raised on the basis of the reported injury of blood loss estimated at 1800 ml.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Update: the classification of this MDR has been updated from adverse event to product problem based on the customer's confirmation that there was no injury. Blocks b.1, b.2, b.5, g.3, h.1 and h.6 have been updated to reflect new information received. Waveform fault in fault log. Replaced amp board, safety tested, calibrated, and final test passed. Preventative maintenance overdue. No additional problems found. Reported blood loss cannot be verified. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event could be overdue preventative maintenance. Resultant malfunction could have resulted in reported tissue damage. The service history was reviewed and the device has not previously been serviced. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 19 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that preventative maintenance should be performed by qualified service personnel at least every 12 months. Avoid high-power and long-duration applications of the argon beam to tissues sensitive to depth of penetration, such as vessels covered by thin membranes. Unwarranted tissue damage may result. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-8800-001, electrosurgical unit w/argon beam coagulator device was used in an open procedure on (B)(6) 2024, and ¿the helix stopped working during open surgery, showed an error code 22, and lost communication. They did a restart of the system to finish the procedure. Lost connection again. Date and time won't stay programmed.¿ the following information was subsequently reported ¿error 22. The device stops working, both the electric cautery and the argon cautery, during surgery. There was therefore a delay in achieving hemostasis, another regular electrosurgical device had to be used to partially compensate for the malfunction of the helix. At the end of the surgery, blood loss was estimated at 1800 ml.". Follow-up investigation found "this was during a hepatic resection surgery. Due to the type of procedure, blood loss is normal. The surgery report stated prior to surgery., the surgeon expected blood loss during the case would be 1500-2000ml. After the surgery, the actual blood loss during the case was 1800ml. So while this sounds like a lot of blood (and it is) is was perfectly in line with what was expected. In other words, the failure did not lead to unexpected or excessive blood loss." Further assessment was sent, and a good faith effort was made to obtain additional information; however, no further information has been received. This report is being raised on the basis of the reported injury of blood loss estimated at 1800 ml. Update: per additional assessment, the procedure, a right hepatectomy, was "performed normally", "another electro cautery device was used (another company)", and there was a delay of "about 5 to 10 minutes, the time to solve the situation by replacing the tip, then the cautery and finally the device." The error code "waveform error" appeared when the cauteries stopped working, and the "device was plugged into an independent power outlet at the time of the event." There was no injury, surgical intervention or prolonged hospitalization required for the patient or user. The event type has been changed from serious injury to malfunction due to additional assessment. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.